Event description:
It was reported, that a biolox delta cer head 36 12/14 was implanted on (B)(6) 2015. The pt underwent a revision surgery on (B)(6) 2015. The same pt is treated in (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, the charges this assessment an amended medical device report will be submitted. (B)(4).